Event description:
The customer reported to olympus during preparation for esophagogastroduodenoscopy ugi), a b30 (scope communication error) occurred when connecting the evis exera iii video system center. The procedure was not started. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation b30 (scope communication error) was not confirmed. The evaluation uncovered dust inside the unit and needed to be cleaned, a cable was found deformed, a receptacle was found loose, and the net spacer was damaged. Additionally, there was scratch on top cover, minor corrosion on rear panel, minor scratch on the front panel and minor rust on chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the receptacle was found loose. Therefore, it was surmised that b30 error was displayed because the connection failed due to loose receptacle, resulting in communication failure. No further information could be obtained. Olympus will continue to monitor field performance for this device.